Event description:
It was reported that the implant was almost fully inserted and the surgeon began to have a problem advancing it. He tried to back the implant out, but could not. He tried to continue, but the inserted driver tip broke off in the screw .the implant remained whole, did not crack. Resorted to a mini-open procedure in order to retrieve the driver tip and implant. They re-punched the implant and broke it into pieces and removed the fragments with a grasper. After all the pieces were removed the hole was re-punched and another implant was inserted into the same hole to complete the case. Pt had very hard bone.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned; therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. Punching is the primary method for bone socket preparation, however, in hard bone, the punch should first be used to create a pilot hole, then insert the tap to better prepare the bone. (B)(4) . This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.